Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports the patient pulled out her kangaroo feeding tube. Two nurses replaced a new feeding tube at the bedside. X-ray to confirm placement showed the tube to be over the right lung and not passing below the diaphragm. The tube was removed and a new feeding tube was placed by the physician. Confirmation x-ray showed the tube to be coiled back on itself in the pyloric channel. There was a small right pneumothorax also noted. A new tube was then placed under fluoroscopy. Confirmation x-ray showed correct placement, with a large right pneumothorax. The patient required a chest tube and intubation related to the pneumothorax.

Manufacturer narrative:
The product was manufactured on 9/17/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received by covidien for evaluation. In the instruction for use (IFU) the device warning is clearly provided stating adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information, a corrective action from a production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/16/2015. An investigation is currently underway, upon completion the results will be forwarded.user facility report number: (B)(4).